Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not showing newly approved medication. A technical support specialist troubleshot the device and called customer and collected medical identifier (ID) (B)(6) and security group (none). Advised her to assign a security group, then pend and load the medication. Received approval to mark the case as complete. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not showing newly approved medication to place into pocket. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.